Manufacturer narrative:
The facilities biomed found the head end over/under bracket broken from the frame. The biomed welded the bracket to frame to repair the stretcher.

Event description:
Information received indicates the head end casters will not hold when the brake is set from the head, but would hold when set from the foot.